Manufacturer narrative:
The account replaced the CPR valve to repair the bed.

Event description:
The account alleged, the head section cannot be raised from the siderail switches or manually. The account has replaced the head up and down valves but the issues remains.